Manufacturer narrative:
The device was returned and analysis was performed by bench repair personnel. Comprehensive functional and performance testing was conducted. The device underwent final test verification and successfully passed all required tests. Measurement accuracy was evaluated using ambient air as well as mixed test gases. No discrepancies or measurement inaccuracies were observed during testing. All readings were within specified performance limits. The results of the analysis were that the device met all applicable specifications and performance criteria during analysis. No fault condition related to the reported low o2 readings could be reproduced or confirmed. The device was returned to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the biomed was performing preventative maintenance and identified the o2 level is constantly reading low. The device was not in use on a patient at the time of the event, there was no patient involvement.